Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient came into clinic for a follow up, r wave undersensing was observed. The undersensing was reproducible in the clinic. Programming changes were made which resulted in post paced t wave oversensing. More programming changes were made. The physician discussed battery depletion faster than expected. The patient did not have any consequences from the event.

Manufacturer narrative:
Premature depletion did not occur. (B)(4).

Event description:
It was reported that the physician did not allege any premature battery depletion of the device.